Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing and undersensing of atrial arrhythmias with arrhythmia continuing after device defined classification of events. The lead remains in use. No patient complications have been reported as a result of this event.